Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016. (B)(4).

Event description:
During follow-up, the device was unable to be interrogated and biventricular pacing could not be seen on the electrocardiogram. Premature battery depletion was suspected. The device was explanted and replaced. The patient is in good condition following the procedure.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-18116 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).